Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter: 3.5 inr, reference: 2.5 inr, mean: 3.00, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. As of (B)(6) 2011, no product is expected to return nor strip lot info provided, unable to perform in-house investigation without lot info. No further investigation will be pursued at this time. Conclusion: the results of the accuracy comparison was not considered discrepant within the context of the documented variability for inr testing. No trending by lot number is possible since this info was not provided. This issue will be tracked and trended. No corrective action is required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.5, lab: 2.5.